Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) contacted the customer remotely and confirmed that the fluoro was not available. The rse identified that the issue occurred with the footswitch. The two signals were 'command' and 'en_x signal' in the footswitch are not switching in a correct sequence/in time. To resolve this issue the rse suggested the customer to replace footswitch. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It has been reported to philips that when stepping on the fluoroscopy pedal, they are getting fluoroscopy not available error. The user reported that they swapped in a wireless foot switch, and it is working fine. There was no reported patient or user harm. A philips remote service engineer (rse) reviewed the system log files and identified that wireless foot switch was faulty. The rse sent the customer a replacement wired foot switch. Philips has started an investigation of this complaint. A follow up report will be submitted when further information is received.